Event description:
It was reported that suture placement was attempted in the common femoral artery prior to an endoprosthesis procedure. Reportedly, the physician pulled the prostar xl handle away from the hub to deploy the needles but only 3 needle tips emerged at the top of the barrel, instead of 4. One of the posterior needles did not emerge. The posterior needle emerged parallel to the device, from the skin/cutaneous tissue. The needle back-down technique was attempted but it was unsuccessful. The physician removed the device from the patient anatomy by enlarging the access site. The arteriotomy was 8 fr and the vessel was not calcified and no scar tissue was present at the access site. The endoprosthesis procedure was completed and hemostasis was achieved surgically. There was no adverse patient sequela. The physician reported a 30 minutes clinically significant delay in the procedure due to the difficulties experienced. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The prostar xl system is designed for use in conjunction with 8.5 to 24 f sheaths. The device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Reportedly, an 8f sheath was used. The instructions for use indicates the prostar xl 10f system is designed for use in conjunction with 8.5 to 24f sheaths. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported event could not be determined; however, the use of an 8f sheath to deploy the prostar xl device may have been a contributing factor. A review of the device history record revealed no non-conforming material records associated with this lot. A query of the complaint handling database was performed and revealed no other related incidents. Based on the information reviewed, there is no indication of a product quality deficiency.